Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2016 that the physician's programming system was having issues interrogating patient's generators and was having communication errors. The white cable was stated to be very loose and had to be held in order to interrogate the patient. The faulty cord was switched out to new black cable and worked perfectly. There were no wand issues and patient dosing was not affected. It was clarified that there were no visual issues with the end of serial cable that may have caused the cable to be loose. The faulty cable was used on a known good tablet and still had issues. The new black cable that was used in place of the faulty cable fit into the port with no issues. The tablet usb cable was received for analysis on 08/18/2016. Product analysis for the tablet cable was completed and approved on 08/30/2016. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.